Event description:
It was reported that a pt was found to be a different settings than intended during a recent office visit. Review of the pt's programming and device diagnostic history revealed that the pt's device was interrogated on (B) (6) 2009 and the settings were 2.25/25/250/14/0.3, however, two faulted systems diagnostics occurred on that same day followed by two successful systems diagnostics. Due to the faulted systems test, the pt's settings were inadvertently set to 0/20/500/30/60, however, this was not discovered until the next office visit on (B) (6) 2009 as the physician did not perform a final interrogation of the pt's device prior to the pt leaving the office on (B) (6) 2009. There were no pt adverse events reported as a result of the setting change.

Manufacturer narrative:
Analysis of programming history.